Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for investigation. No download data is available for review for the time surrounding the patient death on (B)(6). The evaluation included review of downloaded software flag files on the day of the last download on (B)(6) 2019. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Supplement will be submitted upon return and evaluation of the device.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient was in a rehabilitation facility at the time of the event. A nurse reported that the patient went into cardiac arrest and the device did not go off. Ems arrived, removed the device, and initiated CPR. Further details surrounding the patient's passing were not provided.

Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for investigation. No download data is available for review for the time surrounding the patient death on (B)(6) 2018. The evaluation included review of downloaded software flag files on the day of the last download on 4/17/2019. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Supplement will be submitted upon return and evaluation of the device. Device evaluation 07/25/2018: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication that the lifevest caused or contributed to the patient's death. Bradycardia and asystole are considered non-treatable rhythms.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient was in a rehabilitation facility at the time of the event. A nurse reported that the patient went into cardiac arrest and the device did not go off. Ems arrived, removed the device, and initiated CPR. Further details surrounding the patient's passing were not provided. The patient's equipment was received for evaluation on 06/27/2018. Review of the download data indicates that the patient entered bradycardia which degraded to asystole. Bradycardia and asystole are considered non-treatable rhythms. There is no indication that the lifevest caused or contributed to the patient's death.